Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.a review of device history records is not possible at this time without additional device information.

Event description:
It was reported that post a spinal procedure at l4-l5, the patient was still experiencing leg pain. The revision surgery was performed four day post op. It was suspected that the pain may be caused by the interbody placement and/or the screw placement at right side l4. Reportedly the patient is doing well post the revision surgery.